Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurate compared to another meter (onetouch ultra2). The reporter was unable to give exact values. The tests were performed within an unknown time of each other. This complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.